Event description:
It was reported during remote follow up that noise was exhibited by the right ventricular lead. The lead will continue to be monitored. The patient was stable and asymptomatic. Further information was requested, but not yet available.

Event description:
New information notes that the noise was oversensed.